Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service representative found the locking collar on the syringe was loose. He secured the locking collar, which appeared to resolve the issue. He performed tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable cl electrode, k electrode, and na electrode results for 1 patient sample on a cobas 6000 c (501) module. The initial cl result was 119.3 mmol/l and the repeated result was 98.9 mmol/l. The initial k result was 5.71 mmol/l and the repeated result was 4.87 mmol/l. The repeated results were obtained on another module and were believed to be correct. The initial na result was 157 mmol/l with a data flag. The sample was repeated on the same module and the na result was 136 mmol/l. The sample was repeated on another module and the repeated result was 135 mmol/l. The repeated result was believed to be correct. The questionable results were not reported outside the laboratory. The sample was repeated as the initial results were considered "obviously erroneous".

Manufacturer narrative:
After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.